Event description:
It was reported that the customer's insulin pump had low battery longevity even after inserting new batteries. The customer's device will be repaired and/or replaced. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Findings: pump received with blank display due to corroded battery tube. Unable to verify low battery alarm due to blank display. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked reservoir tube.